Manufacturer narrative:
Investigation: visual inspection: no significant deformations or other abnormalities of the paedigav were detected during the visual inspection. Permeability test: a permeability test has indicated that the paedigav has a blockage. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. Because the paedigav is not permeable, a computer controlled test is not possible. Results: first, we performed a visual inspection of the paedigav. No significant deformations or damage of the valve were detected during the visual inspection. Next, we tested the permeability of the paedigav. The test indicated that the paedigav has a blockage. Then we carried out a computer controlled simulated flow test. Due to the nonpermeability of the paedigav, a computer controlled test was not possible to further investigate the claim of under-drainage. Finally, we have dismantled the paedigav. Inside the valve we have found a build-up of substances (likely protein). Based on our investigation, we confirm the presence of occlusion in the valve. We are assuming that the deposits detected have caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph (B)(4). No further regulatory actions are required from our point of view.

Event description:
It was reported that a paedigav (#fv295t) was implanted during a procedure performed on (B)(6) 2020. According to the complainant, the valve was believed to be operated in underdrainage. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6). Height: unknown. Weight: (B)(6) kg. Gender: unknown.